Event description:
A report was received that the patient was having discomfort at the battery location. The patient underwent an explant procedure. Device malfunction was not suspected.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility.

Manufacturer narrative:
Additional information was received that the reason for explant was inadequate pain relief.

Event description:
A report was received that the patient was having discomfort at the battery location. The patient underwent an explant procedure. Device malfunction was not suspected.